Manufacturer narrative:
(B)(4). Received new information from the customer stating that the failure was during extended self-test (est). The ventilator failed the est. There was no report of ventilator shut down. Based on the information provided, this issue does not meet the medical device reportability criteria. Est is a required test prior to patient use. Failure during est will always be found and repaired before patient use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the ventilator shut down by itself. There was no patient involvement.